Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k camera head had an e226 scope communication error during pre-use check for endoscopic pituitary tumorectomy. The procedure was completed with a similar device. The connector of the device was cleaned using a gauze after the procedure which resolved the error. However it was noted that the contrast and autofocus with the remote switch did not work. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there were no issues noted with the device after testing the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.